Manufacturer narrative:
Physio-control provided troubleshooting guidance over the phone and advised the customer to let the unit sit for a few hours to see if it will relieve symptoms and if not, advised to remove it from service, and then physio would provide a replacement. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the issue however the issue was unable to be duplicated. Root cause is unable to be determined. No parts were replaced. The device could not be repaired. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.